Event description:
Technical service of manufacturer was informed that the integrated bed exiting detection system did not signaled when the patient left the bed. Customer mentioned also that the patient was found on the floor. There was no injury related to the event.